Event description:
Pt had breast reconstruction in 1985. Has developed progressive cramps in chest, numbness of hand and capsular contractures necessitating removal. Upon removal right implant rupture confirmed.